Manufacturer narrative:
No belt clip received with unit. The pump was received with blank display due to severely corroded battery tube, battery tube spring and battery cap contacts noted. The displacement test was unable to be conducted due to blank display. There was cracked reservoir tube lip noted, cracked lcd window, cracked case at display window corners, scratches on reservoir tube window, broken battery tube threads and broken belt clip slot.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states the device is cracked and pieces have fallen out. The customer's blood glucose level at the time of incident was 81mg/dl. The customer states the damage is on the reservoir compartment. The customer was advised to discontinue use of the device, and that it would be replaced and returned for analysis.